Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lump/nodule and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl. Date of alcl diagnosis: (B)(6) 2019.

Event description:
Patient representative reported patient was diagnosed with ¿right breast implant-associated anaplastic large cell lymphoma involving the capsule, underlying fibroadipose tissue and skeletal muscle and a breast mass.¿ pathological markers cd30+ and alk- were provided. Device has been explanted. This record is for the right side.

Manufacturer narrative:
Continued h.6 (health effect - impact code): f22, f2305. Additional, changed, and/or corrected data: b5, b7, g1, h6.

Event description:
Patient representative reported "plaintiff has been diagnosed with bia-alcl. As a result of the diagnosis, plaintiff underwent radiation treatments, breast implant removal and capsulectomy, and has suffered significant pain, fatigue, mental anguish, scarring, disfigurement, tissue damage, depression, anxiety, fear of recurrence, loss of income, and other physical and emotional manifestations that are severe and ongoing." Also reported "excision of wall tumor" which is not related to the device. Treatment: device explant and capsulectomy.